Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure, a distal shaft break occurred. When the physician attempted to remove the mandrel from the 2.50x8mm taxus liberte stent delivery system (sds), an approximate 20cm portion of the distal end of the device separated. The procedure was completed with another taxus liberte stent. There were no reported patient complications. The patient's status is listed as "good".

Manufacturer narrative:
(B)(4).